Event description:
The following has been reported: error 18:power supply board defective reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and several error ID 54 and ID 18 were found the device was not received because it was repair locally. To solve the issue the power supply board have been replaced. The defective spare part was not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the error reported by the customer is confirmed in the device logs provided so the complaint is valid. The complaint has been registered for statistical monitoring. If further information is provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.